Manufacturer narrative:
The internal complaint file#: (B)(4) has been logged for this incident for trace ability. The ri-2 involved in this incident is not yet returned to belmont for investigation. It was reported that during a mtp on traumatic arrest/thoracotomy and exlap in the or, the unit started smoking. Additional information was provided that the patient expired. It is unclear if there is an allegation that the reported issue caused or contributed to the death. Belmont has requested but not received additional information from the site regarding if the device caused or contributed to the patient's outcome. Belmont is filing a report as per procedure. Belmont was informed that the unit gave an unable to flow message and the device is in quarantine and will be sent back once the unit is released from quarantine. The disposable set involved was discarded and the lot number was unknown. Certain infusates such as calcium, and platelets should not be used, as they can compromise the anticoagulants in citrated blood and promote clotting, which can lead to clot formation inside the heat exchanger and block blood flow. If this occurs, the stainless steel rings inside the heat exchanger may become overheated. In case of overheat alarm, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. Other methods can be used to infuse the patient. Without results of the device investigation, no conclusions can be drawn at this time. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that during a mtp on traumatic arrest/thoracotomy and exlap in the operating room, the unit started smoking. Additional information was provided that the patient expired.